Manufacturer narrative:
The pushwire, marksman catheter, and pipeline were returned for evaluation. The pipeline was found already opened and released from the capture coil; therefore, the event cause could not be determined.(B)(4).

Event description:
Treatment of an aneurysm. During pipeline deployment, it was reported that the device did not open on the distal end so the entire system was removed from the patient.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).